Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was found to have the main tube broken at the distal end. Fragments from the tip of the main tube was missing. Some pieces were found inside the main tube. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument jaw broke from the instrument shaft. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the actual damage as inspected was the jaw had detached from shaft during the procedure. There was no harm to the patient as immediate corrective measures were taken by the surgeon and the surgical staff. There was no issue of thermal damage or arching as the surgeon did not activate energy when the incident had occurred. The instrument was thoroughly inspected to be in proper condition before the procedure. No fragments of instruments were reported to have fallen inside patient body. The patient demographics was not provided.